Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event, however, a 7f sheath was used in this procedure and the product is recommended for an 8f sheath. Additional information has been requested. Should it become available a supplemental report will be submitted.

Event description:
The procedure was a left sfa intervention via right femoral access. The site thought the turbohawk sounded funny when prepping but did not notice any separation. After 3-4 insertions were made it was noted that the device seemed to be sticking. On last insertion a separation of the tip was noted. Evaluation of the returned product found the tip was separated and one of the pins from the housing component was missing. The location of the pin is unknown, however no embolization or injury was reported.